Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 08/11/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any related warnings or alerts. The pump powered up with the vibratory feature but no audible alarm. All the buttons functioned properly. The solder on the audio assembly was found to have cracked. Unrelated to the audible feature issue, the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. Reportedly, the audio feature of the pump was not working. The reporter stated that there was vibratory feature and the audio settings were programmed correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.